Manufacturer narrative:
(B)(4). (Initially considered as split) is now being considered a duplicate of (B)(4). As such, file (5003788) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this (B)(4).

Event description:
It has been reported that the device will not power up.